Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the exhalation flow sensor (evq) would not calibrate and the ventilator was failing the leak test during extended self testing (est). The se replaced the evq and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.